Manufacturer narrative:
Intervention required is also applicable to this event. The patient codes were also applicable to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). It was reported the patient's symptoms re solved with sequelae as of (B)(6) 2016. The sequelae were increased stinging and burning in the feet. The etiology of the event remained unclear, as it was not reported if the event was confirmed to be due to medication side effects. Further follow-up was conducted regarding the etiology.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). It was reported the event was determined to be possibly related to the intrathecal medications, hydromorphone and bupivacaine. Further information regarding the etiology was not provided.

Manufacturer narrative:
The previously reported patient codes (B)(4) are not applicable to this event.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry (psr) study. The patient's implanted pump was used to deliver bupivacaine and hydromorphone and later bupivacaine and morphine. The indication for use was unknown. On (B)(6) 2016 the patient experienced dizziness, headache, nausea, vomiting and the patient stated that the pump medication made them feel "high." The clinical diagnosis was possible pump side effects. On (B)(6) 2016 a catheter access port contrast study was done and the catheter appeared patent and there was no leak in the system. The etiology of the event was reported as possible related to the device or therapy, not related to the implant procedure and possible related to the intrathecal medication hydromorphone and bupivacaine. As an intervention the drug in the pump was changed from hydromorphone and bupivacaine to morphine and bupivacaine and the dose was decreased on (B)(6) 2016. On (B)(6) 2016 the dose was increased. It was reported that on (B)(6) 2016 the patient was hospitalized with symptoms of nausea, vomiting, dizziness, and pruritus. The dose was decreased 40%. And it was reported a pump check had been done in the hospital under fluoro revealed no issues with the catheter; abdominal x-ray was normal and blood work was normal except for decreased platelets and elevated glucose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.